Event description:
It was reported that the patient presented for routine follow-up in-clinic with the right atrial lead exhibiting failure to capture and sense. A chest x-ray confirmed that the lead had dislodged. The lead was successfully repositioned on (B)(6) 2022. The patient was in stable condition.